Event description:
It was reported that the pump and battery became hot to the touch.

Manufacturer narrative:
There is no reported pt impact associated with this event. The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specs. The complaint that the pump exhibited heat could not be verified or duplicated.